Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 100 mg/dl (compact plus meter) and 333 mg/dl (nurse's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.